Manufacturer narrative:
Date sent to FDA: 7/1/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-25062020-0000754556 submitted for adverse event which occurred on (B)(6) 2014. Mwr-25062020-0000754557 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced severe diarrhea, scarring and disfigurement following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2018 due to recurrent incisional hernia, adhesions, obstruction, abdominal pain, nausea, vomiting and bloating. No additional information was provided.